Manufacturer narrative:
Correction: correcting d4 - UDI found in accessgudid. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. The phenomenon can be prevented by following the instructions for shipment for cable water immersion which states: ¿please do not re-process or store this device with tweezers, forceps, scalpels, etc. Doing so can cause holes in the camera cable, which could damage the electrical circuitry inside the device.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the device evaluation found that the image defect could not be reproduced. Additional findings include the following: the video connector side had a crack, the video connector contact had corrosion, the camera cable had a scratch, and the camera cable was flooded. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head had an image defect due to a cord disconnection. The device was not inspected prior to use, the issue was found during a therapeutic transurethral lithotripsy that was completed with a similar device, and without delay. There were no reports of patient harm.